Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Review of the patient records revealed fluctuations with intermittent abnormal ventricular impedance values observed within the first few days post-implantation associated with high right ventricular threshold. These findings may suggest a potential issue related to ventricular lead positioning since the implantation. As received, the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism could still not be extended. This behaviour may be due to blood clots and tissue residues remaining inside the screw housing, even after deep cleaning, which blocked the screw extension. The screw length was measured, and it was within specification (1.5 mm). The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high ventricular threshold may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during in clinic follow-up, the physician noticed an increase of the rv threshold value and complained about this. The patient underwent an upgrade to crt device and the lead was explanted during the same surgery.

Event description:
Reportedly, during in clinic follow-up, the physciian noticed an increase of the rv threshold value and complained about this. The patient underwent an upgrade to crt device and the lead was explanted during the same surgery.